Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the reported red heart and power limit advisory alarms were confirmed. Examination of the inflow valve assembly revealed that the left coronary (lc) leaflet was torn along the lunula; however, we could not conclusively determine the root cause for the damage or when the damage occurred. Under certain conditions, a torn leaflet on the inflow or outflow valve could cause valve regurgitation and insufficient filling/emptying of the blood chamber, and result in increased pump beat rates, which could affect pump function. Functional testing of the pump motor under no-load conditions revealed higher than normal amounts of pump power consumption in the observed waveforms. In addition, our examination of the pump assembly revealed damage to the lower main bearing consistent with extensive wear. Further evaluation revealed wear that occured to the internal components of lower main bearing, which most likely occurred as a result of lubricant loss and allowed the rotor to come in contact with the electronics within the assembly. This contact contributed to rotor drag, which resulted in high pump power consumption and led to pump end of life. Although other contributing factors such as high beat rates for extended periods can reduce the mechanical life expectancy of the device, a direct relationship between these potential factors and the lower main bearing wear is inconclusive at this time. Bearing wear issues have been addressed through the manufacturer's design change system and the new bearing design has been submitted in a supplement for FDA review. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the patient was experiencing red heart alarms, and when the patient was brought to the hospital power limit advisory alarms were displayed on the system monitor. The vent filter was found to be free of obstruction. The patient's system controller was exchanged without resolution. The patient was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. The following day the patient's lvad was exchanged for another lvad. The patient remains ongoing on the new lvad.